Event description:
It was reported that this pulse generator had migrated to the shoulder area. A procedure was performed to move the system lower. There were no additional adverse patient effects. The product remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of myopotential noise. The sensing vector was set to the primary vector. There was an untreated episode due to the same type of noise. Technical services discussed the electrograms with the caller and advised some testing. There were no additional adverse patient effects. The system remains implanted. It was reported that this pulse generator had migrated to the shoulder area. A procedure was performed to move the system lower. There were no additional adverse patient effects. The product remains implanted.